Manufacturer narrative:
(B)(6). Date of report: 09aug2019. The fse confirmed the reported issue. The account¿s biomed ordered and replaced the part to resolve the reported issue. The unit was within the manufacturer's specification and was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer's field service engineer (fse) reported that the unit was found to have a failed navigation ring (nav-ring) during servicing. There was no patient involvement.